Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: seven samples were provided to our quality team for investigation. The product were visually inspected, observing the tip was broken off within two of the devices. All other products were thoroughly inspected, there was no damage or other defect identified that could indicate why the breakage occurred. A device history review was performed for reported lot 2310054, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation. All product was visually inspected, the tips were verified to be properly molded and no damage or other defects within the tip were observed. Functional testing was performed on both the retained products along with the five undamaged samples, connecting the syringes to a mating luer. In all cases the syringe could connect without issue and no tip breakage occurred. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. No issues related to the reported event were found. Based on the available information and given the device records did not identify any failures related to this incident; we are not able to determine a root cause related to our manufacturing process at this time. It is likely the tip broke due to the force used when engaging the device. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It appears the tip is snapping off when it is being attached to a port. Additional information received: whether product was used on the patient? If yes, kindly share the patient impacted (like any serious injury reported). Yes the product was used on the patient on both reported occasions. It mid procedure when the doctor¿s were attempting to drain fluid from a patient during a pleural tap procedure. 2. Whether any medical intervention was carried out? No medical intervention was required, the doctor had to use the second port on the 3way tap to extract the fluid, and then the device was removed post procedure as normal.